Event description:
The caller reported that the insulin gauge displayed an amount different than expected, showing 95 units instead of the expected 245 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge.